Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2017. Following day, the right ventricular lead was found to have perforated. The physician repositioned the lead successfully. After several days the patient developed hemothorax and it was drained. The right ventricular lead was noted to have high capture threshold. A chest film revealed the lead tip in an unusual angle. On (B)(6) 2017, the physician attempted lead reposition but the helix would not extend and the lead perforated the right ventricle again. The lead was explanted and replaced but the patient was noted to have pericardial effusion. The effusion stopped and the fluid was drained. The patient was stable post procedure.